Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The shoulder pack was not returned for evaluation. Visual evidence provided by the site revealed damage to the fabric of the shoulder pack. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to wear and/or the handling of the pack. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received an image of the shoulder pack showing the shoulder pack was frayed. The shoulder pack remains in use. No patient complications have been reported as a result of this event.